Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additional information: h3, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported events were due to improper handling and the application of excessive force or impact to the device (fall, shock, similar stress). Olympus will continue to monitor field performance for this device.

Event description:
It was observed, that during the device inspection. The telescope autoclavable exhibited a burnt distal end, a damaged lens and a detached colour ring. There were no reports of patient involvement. Additional details relating to the patient and the event have been requested, but no response has been received at this time.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.